Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 3 states, "inadequate fixation at the time of surgery can increase the risk of loosening and migration of the device or tissue supported by the device." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2015-02578 / 02580).

Event description:
It was reported that patient underwent a right meniscal repair on (B)(6) 2015. During the procedure, multiple anchors were implanted then pulled out while setting the tension. The surgeon repeated implantation using the same hole.